Manufacturer narrative:
Method; device was returned, follow up conversation with company representative.

Event description:
It was reported that a patient was admitted to the hospital for kyphoplasty procedure and was under local/conscious sedation. After the first balloon was inflated, the patient experienced a 15-30 second seizure followed by another seizure. The procedure was stopped. The patient was intubated and transferred to the ICU with a mild fever. She was extubated again 24 hours later and returned to baseline. No bone cement was ever delivered into the patient. Under local/conscious sedation. No additional information is available.